Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ls had the incorrect label information. The following information was provided by the initial reporter: 3ml luer lok syringe was inside the box but label printed 3ml luer slip.

Event description:
It was reported that the bd syringe 3ml ls had the incorrect label information. The following information was provided by the initial reporter: 3ml luer lok syringe was inside the box but label printed 3ml luer slip

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1: enter address information: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.